Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The contact did not provide further information about the event at the time of the report. Although requested, additional information was not provided.